Manufacturer narrative:
Follow-up report indicated that after the PICC line was removed, there was a small wound opening at the incision site. The patient's lead was exposed and protruding in the back from the incision site. The patient had a revision of the leads. There have been no reports of further complications regarding this event and the patient is currently using the device to find effective pain relief. The device was not explanted. The manufacturing records were reviewed and no non-conformities were found.

Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that a patient had acquired an infection following an implant procedure. The patient was hospitalized and treated with IV antibiotics through a PICC line. There have been no further reports of complications.